Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose level was 85 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the usb cable and adapter no longer charge the pump. Customer was able to confirm that a new cable and adapter charged the pump.